Event description:
Biomedical technician reported an over infusion of an unknown medication. Biomed inspected the device and determined the hinge on the membrane assembly is broken and the inside was dirty. All affected equipment was requested. However the customer has chosen not to return the device and has declined a failure investigation.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. Unable to confirm customer's report of an over infusion. The customer has declined failure investigation. No return of product expected.